Event description:
It was reported that bd safetyglide¿ needles clogged during use. This occurred 3 times, however, no patient impact reported. The following information was provided by the initial reporter: customer reported the bd safetyglide¿ needle would build up pressure and fluid/medication wouldn't come out. The plunger wouldn't depress. 3 needles from the same lot number had this same issue.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd safetyglide¿ needles clogged during use. This occurred 3 times, however, no patient impact reported. The following information was provided by the initial reporter: customer reported the bd safetyglide¿ needle would build up pressure and fluid/medication wouldn't come out. The plunger wouldn't depress. 3 needles from the same lot number had this same issue.

Manufacturer narrative:
H6: investigation summary it was reported that the needles were clogged. No samples or photos received by our quality team for evaluation. A device history record review was completed for provided lot number 2024137. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. Based on the quality team¿s investigation, the root cause of the incident clogged needle can be traced to the manufacturing process. This defect could occur if there was a process variation at the lubrication station inducing the symptom reported. Verification of the lubrication process was performed. The settings were correct and the flow of product was good. Based on the investigation and with no sample analysis the symptom reported could not be confirmed.